Event description:
In 1999, an angio-seal device was inserted into the pts right leg. On 10/14/1999, the pt experienced pain and was readmitted. Pulses were noted to be diminishing and thrombosis of the right femoral artery was found which required surgical intervention. A right femoral thrombectomy with removal of the angio-seal device was performed. Post-surgical recovery was good and the pt was discharged.